Event description:
Livanova deutschland received a report that, a bubble sensor showed poor reactions during the operation. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the bubble sensor. The incident occurred in japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The device was returned to livanova and the previously provided sn was incorrect. The correct one is (B)(6). The sensor was tested and confirmed it reacted to detect bubbles with no bubble: over-sensing of the bubble sensor. In case of false bubble alarm, the pump is stopped even if no air is present in the monitored line. In such situations, the alarm can always be cleared/overridden by user, once the line is verified to be free of air, and the perfusion can be easily restarted. Thus, false bubble alarm is not likely to cause or contribute to death or serious injury. Therefore, the issue is assessed as not reportable. This report was due on november 22, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 19, 2023, before this report was ready to submit. The report was prepared and submitted following restoration of the livanova systems.

Event description:
See initial report